Event description:
The pt fell. Afterward, the pt experienced a loss of therapeutic effect. She had increased pain over the implantable neurostimulator. She was seen by her hcp who stated the device was turned sideways. The pt was given a back brace and pain patches. X-rays were not done. The implantable neurostimulator was off and the pt could not turn the device on. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4).